Event description:
Allegedly the doctor stated to salesrep that he had to revise the 1/2 tmt fusion a few months after the surgery date because the plate broke near one of the screw holes. The salesrep was not made aware of when the revision happened and never saw films of the broken plate.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.